Event description:
A surgeon reported that he has been implanting this manufacturer's intraocular lenses (iol) for the past 15 years, and is increasingly concerned about glistenings. The number of implants and patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested. (B)(4).